Manufacturer narrative:
Report source: family member.

Event description:
It was reported by the patients family member that the spinal cord stimulation patient was hospitalized three times with the last visit having been around early (B)(6) 2019. During this last visit to the hospital, the patient was diagnosed with an acute issue and was not expected to live but was admitted to the ICU and treated for leukemia. This treatment proved to be positive, however, the patient experienced an infection. The family member stated that the physicians decided the source of the infection was caused by the spinal cord stimulator scs implant and suggested removal. Further explanation from another physician to the family member stated that if the spinal implant were to be removed, the patient would bleed out and would not survive the surgery. The patient passed away. The family member believes that the device hastened the patients physical decline and subsequent death, in addition, it was believed that the device should never have been implanted and that the general poor health and bone quality was not assessed sufficiently prior to the first surgery. No further information regarding the device or event can be obtained.